Manufacturer narrative:
Corrected data: g1 h6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a yukon polyaxial screw fractured intra-operatively and that the fractured shaft remained in the patient. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
A company representative reported that a yukon polyaxial screw fractured intra-operatively and that the fractured shaft remained in the patient. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.